Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged injury experienced by the patient. At this time, there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. In addition, the following information is unknown: what type of surgical procedure the patient underwent, what date the event occurred, and at what hospital the procedure was performed. Isi has attempted to contact the patient to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. If additional information is received a follow-up MDR will be submitted to the FDA. Based on the information provided at this time, this complaint is being reported due to the following conclusion: while undergoing a da vinci-assisted surgical procedure, the patient claimed that he was injured.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the patient claimed that he was injured. The patient contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance and wanted to know if the robot is designed to protect against a surgeon puncturing the vena cava. During the call with the tse, the line unexpectedly disconnected. No further clinical information was provided.